Manufacturer narrative:
A ge service representative performed an on site investigation. Voltage on the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system intermittently reboots itself. No report of patient injury.